Manufacturer narrative:
It was reported that when the patient was wearing the brace and started to ambulate, one side of the hinge allegedly would not remain locked. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that when the patient was wearing the brace and started to ambulate, one side of the hinge allegedly would not remain locked. No injury reported.